Event description:
On (B)(6) 2012, certified diabetes educator reported was hospitalized with diabetic ketoacidosis on (B)(6) 2012 due to the infusion set dislodging during the night. Cde verified the insulin delivery amounts on the infusion device. Pt's charts states blood glucose was 302 mg/dl; however, cde believes her blood glucose was higher than that. Pt does not know her target blood glucose range and was treated with an insulin IV. Pt reported the infusion set adhesive did not stick to her body and her daughter often gets her foot caught in the tubing while they are sleeping. Pt prepares her infusion site by cleansing with alcohol and allowing it to dry. The infusion set was discarded and will not be returned for eval. Pt was sent replacement infusion sets with a shorter tubing length and adhesive dressing. F/u was completed with pt on (B)(6) 2012, and she was discharged from the hospital on (B)(6) 2012.